Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 2 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received low flow and low speed alarms, along with pump stoppages with multiple system controllers. The patient was reportedly asymptomatic. The patient went to the nearest emergency department, where the patient was placed on a system monitor and multiple pump stoppages were observed. The patient was transferred to their implanting center and log files and x-rays were obtained. Pump stoppages had occurred on both battery power and the power module. The x-rays revealed both internal and external percutaneous lead damage. The patient was placed on an ungrounded power module patient cable. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The report of low speed and pump stoppage events on both battery and power module support was confirmed based on the information contained in the submitted system controller log files. The evaluation of the returned device confirmed percutaneous lead (lead) wire damage which could have resulted in the captured events. The pump was returned with the lead cut approximately 13 inches from the pump housing and the majority of the severed portion was returned. Examination of the pump portion of the lead found breakdown of the braided shield 10.5-13 inches from the pump housing and the clear bionate was kinked at 11.5 inches from the pump housing. Visual inspection of the underlying wires found breaches in the yellow, green, and orange wires 11.5 inches from the pump housing. Examination and testing of the remaining portions of the lead did not reveal any additional damage or wear that would have contributed to the reported event. If any of the exposed conductors contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the reported low speed and pump stoppage events. The events also could have occurred on battery support if the exposed conductors from the orange and either the yellow or green wires made direct contact or simultaneous contact with the braided shield. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.